Event description:
It was reported to st. Jude medical that the stored electrogram indicated under and over sensing. Pacing lead impedance measurements could not be obtained. Upon explant, it was observed that the lead appeared to have an insulation anomaly at the coil and pace/sensing portion of the lead. The decision was made to explant the entire system.